Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was received for analysis and it was noted to have a crack on the cam that ended fracturing the cam during the analysis. However, the device could be tested for functionality although it fired 1 clip out of the device with proper formation and 11 ejected clips due to the cam condition.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not work/fire at all. Another instrument was used to complete the procedure. There was no pt consequence.